Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) had been stretched and fractured. It was removed from service. A sweet tip bipolar lead (4269) was implanted.